Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
A catheter kink was reported. The patient experienced increased spasticity. Diagnostic/troubleshooting included a cap aspiration. The kink was located at the distal segment. A catheter revision was done. The pump segment and spinal segment were disconnected and reconnected to eliminate the kink. 1.5cm was also removed from the spinal segment. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver gablofen. Additional information has been requested, but had not been received as of the date of this report.